Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation, the battery measurement indicated premature eri. During an additional follow up, the battery longevity estimation and current drain were observed to be normal, indicating a calculation error/diagnostics anomaly. The issue was resolved with a new firmware download.